Event description:
It was reported that the patient underwent left total mom hip arthroplasty. Subsequently, the patient was revised approximately 9 years later due to pain, elevated metal ion levels, and pseudotumor. During revision, scar tissue and osteolysis were noted. The femoral head and acetabular component were exchanged without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer metasul ldh lrg dia head item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information por taper fem st 14x135mm item# 00786201400 lot# 61402789; head adapter s/-4 12/14-18/20 item# 0100185145 lot# 2516386. No product was returned, but pictures were provided: review of the pictures was performed. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were reviewed and did not yield any further information relevant to the investigation. With the available data a definitive root cause cannot be established.